Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at work when he felt sick. He had abdominal pain and was vomiting. The patient called an ambulance and was taken to the emergency room. While the patient had symptoms, they stated they had a blank reading on his cgm and there was no data reflecting on his mobile app and no error message on the cgm. The nurse checked the patient's bg and it was 700 mg/dl. The patient was administered insulin. After treatment, the nurse checked the patient's bg every hour while in the ER. Prior to discharge, the patient's bg was 70 mg/dl and the patient felt better. The patient was discharged the same day at 3:30pm. At the time of the report, the patient was doing okay. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.